Event description:
Alleged the head section will not lower completely flat.

Manufacturer narrative:
The tech found the gas springs were bowed and would not compress which prevented the head section from lowering completely flat. The tech replaced the gas springs to repair the bed.